Event description:
The pt had surgery on 7/16/97. On 7/18/97, blood was noted in the tubing and the iab was removed. The pt maintained good vital signs without a second catheter. Event complications: none from the event - rpt'd 8/11/97, 9/12/97. Pt current status: home - rpt'd 9/12/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.